Event description:
The customer reported being in the hospital with high blood glucose of 300mg/dl, and the insulin pump alarmed no delivery after changing the infusion set. The customer was feeling tightness across her chest, and the hospital figured it was stress related and had a mild diabetes ketoacidosis. The blood glucose reading at time of call was 305mg/dl. The customer called back and stated that she was not able to remove the battery cap, and the insulin pump has a piece missing off. She mentioned that the battery compartment is cracked. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.